Event description:
A (B)(6) female patient in surgery for removal of hardware right hip several attempts were made to remove a screw without success. A synthes screw removal set was then used. While using the set the reverse threaded screw remover broke at the level of the screw head. The retained piece was fixed to the screw head. Multiple other screw removal fixation devices were attempted and he was unable to remove the screw. Surgeon discussed incident with patient's mother and after discussion of the risks and benefits of further surgery, the patient's mother elected to not proceed with further surgery. The screw was left in place. The wound was thoroughly irrigated and closed. Discussed with the surgeon who stated that there is no harm to the patient.